Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple no delivery alarms. It was stated they had also called on (B)(6) 2017 to report the alarm. The no delivery alarms were confirmed in the alarm history and a motor error alarm was found on (B)(6) 2017. The customer was hospitalized on (B)(6) 2017 with high blood glucose and diabetic ketoacidosis. The customer was taken to the hospital with high blood glucose of 406 mg/dl. The insulin pump was disconnected at the hospital. The customer reconnected the insulin pump without doctor's instructions. The insulin pump passed the self-test and displacement test. The customer was unable to perform the high-pressure test at the time. Most recent blood glucose value was 162 mg/dl. It was advised to discontinue the use of the insulin pump. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and motor test. No unexpected no delivery alarm or motor error alarm noted during testing. Unit passed the delivery accuracy test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Pump was received with cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area and partially broken reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.